Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the implantable cardiac monitor exhibited diagnostic abnormality. No intervention was performed. Patient status was not reported.